Event description:
Complaint was reported as: the device will put the first five to six clips out fine but then, by closing the handle to get the next clip out the clip will not open to place the next clip on the vessel. No pt injury reported.

Manufacturer narrative:
The device was not returned for eval.